Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box showed that the pump¿s data and history for the date of the complaint has been over-written due to continued use. There were no occlusions recorded in the black box. During testing, no occlusions occurred. The force sensor calibration was found to be within specifications. The occlusion issue was not able to be duplicated during investigation. The pump¿s data has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. It was reported that the pump emitted occlusion alarms more often than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.